Manufacturer narrative:
Explant date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient is in pain at the right buttock where device is which began suddenly (B)(6) 2018. The pain is affecting her walking now and all the patient can do is lay down and sit on other side. Patient states the device has been off for 2 years as she never used it; she just quit using and it as it got complicated. Additional information from the consumer on (B)(6) reported she needed assistance with her device because she was having a pain terrible pain and was becoming crippled because of her implant. The patient was transferred to patient services. Additional information from the healthcare professional (hcp) on (B)(6) reported they had examined the patient regarding the pain at the implant site and walking being affected. The hcp stated the pain site with additional area of pain, were likely unrelated. The patient needed a removal of the device for an MRI. It was noted the pain at the implant site and walking that was affected had not been resolved. The hcp noted the cause of the pain and walking being affected was not determined. The hcp noted there were no major changes in weight. On (B)(6) 2018 the hcp reported the device had been removed and the patient had not returned yet to their office. The hcp was unsure whether the pain resolved or if their walking that had been affected/becoming crippled was resolved. No further actions were taken or planned. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the device was explanted on 2018-(B)(6). The hcp clarified that the patient stated they became crippled from the device was a phrase describing the pain, and the patient was able to ambulate. The hcp reported they had not seen the patient back for post-op follow up, and they had the implant removed due to needing an MRI. No further complications were reported.